Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was unknown. Customer states she has problem with insulin pump and doesn't remember how to fix it. Customer states insulin pump says power error coming up several times in the past week and has tried doing the troubleshoot steps based on previous troubleshoot but the issue keeps happening. The customer stated that the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Power error detected did not recurred within a week of troubleshoot previous occurrence. Insulin pump will be returned for analysis.